Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the device had an intermittent out of range signal. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and passed. Global transmitter functional testing was performed and the transmitter passed. Voltage testing was performed. The reported intermittent out of range signal could not be confirmed. A root cause could not be determined.